Event description:
It was reported that customer experienced frequent occlusion alarms on pump, but specific alarm details and pump serial number were not confirmed. There was no reported impact to the customer¿s blood glucose level. Customer action to resolve occlusion events was unknown, and technical support made multiple attempts to contact customer for additional information but received no response, so no further corrective actions were documented.